Manufacturer narrative:
Per information received from the surgeon, the device revised is not related to the event. Should additional information be received to further this investigation, this report will be updated.

Event description:
It was reported from the zimmer (B)(4) that the patient was revised due to medial/lateral instability.